Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely and exhibited longevity calculations from 10 years to 4 years remaining in a span of 11 months. Boston scientific technical services (ts) discussed that patient was 100 percent paced, and the output was high. Ts suggested to discuss with the clinic. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely and exhibited longevity calculations from 10 years to 4 years remaining in a span of 11 months. Boston scientific technical services (ts) discussed that patient was 100 percent paced, and the output was high. Ts suggested to discuss with the clinic. This device remains in service. No adverse patient effects were reported.